Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. According to the information gathered it appears most likely that during the resident's transfer from wheelchair to bed one of the sling's clips cracked contributing to the resident's fall. When reviewing similar reportable events, we have found cases with similar fault description (clip broken). The overall occurrence rate observed for reportable complaints with this failure mode is decreasing. As reported, during transfer of patient from bed to wheelchair utilizing trixie lift one of sling clip cracked. As a result of the malfunction it detached from spreader bar and the patient fell onto bed. No injury occurred as confirmed. The lift and sling were inspected after the event by arjohuntleigh representative. The lift's condition was described as fair. Its right wheel was damaged. The sling's condition was found poor either. No training records of the involved caregiver(s) were available. Based on the provided photos of the sling involved in the incident it was one fitted with "grey" clips. Production of slings with grey clips was seized between 2005 -2006. We can state that this type and production spread of slings were supplied with instruction for user (IFU) that state the sling should be discarded after two years lifetime, or before that, when damaged: - "the useful life expectancy of the arjo sling is approximately two years providing the sling is used under normal usage conditions and is regularly cleaned, decontaminated and examined in accordance with arjo recommendations." The sling was used longer than two years - it has exceeded its labelled lifetime. It should have been discarded and should not have been used any longer. Within the scope of a manufacturer investigation, it was established that the involved sling clearly was used far beyond its intended and labelled lifetime. However as shown below we have found that: - despite the device having been used for years after passing its indicated lifetime, this does not appear to be the reason for clip breakage; - the clip breakage is found most likely due to further off-label use: not following the washing and drying instructions. Based on the information received regarding the incident and our product knowledge it comes forward that we see clip breakage occur in three general ways: from left to right, from top to bottom and at the lower bar (the weakest part of the clip). A breakage here is what is expected to occur when a clip is pinched with a force much higher than the force it will normally receive during use. This occurs when a clip is bent in e.g.: a washing press, with enormous force, while the left and right sides of the clip are pushed on. The sling instructions for use contains the crucial information: - the useful life expectancy of the arjohuntleigh sling is approximately two years. - mechanical pressure - ironing and tumble drying after washing is not allowed. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Arjohuntleigh suggests reminding the staff involved of the device labelling, with special attention to correct washing procedure and proper sling inspection for age and damages before each transfer. This is to be communicated to the customer. Looking at the incident scenario, it is found the device was being used for treatment of the patient when the event occurred and it was also directly involved with the reportable incident as the patient fall occurred. The device was not up to its specification at the time of the incident - the sling clip cracked.

Event description:
As reported to arjohuntleigh, during transfer of patient from bed to wheelchair utilizing trixie lift one of sling clip cracked. As a result of the malfunction it detached from spreader bar and the patient fell onto bed. No injury occurred as confirmed.